Manufacturer narrative:
Reported event: the event reported the small rotation knob of impactor broke off during the procedure. There was no patient harm. Device evaluation and results: visual inspection of the impactor shows the absence of the orientation pin (p/n 209369) which is welded to the connection shaft 209361. This allows the impactor to rotate freely within the end effector instead of locking in the impactor's orientation. There are remnants of weld left on the connector shaft showing the part was originally welded together. Device history review: review of the device history records indicate 18 devices were manufactured and accepted into final stock on 4/21/2014. Npr 14-02-0025 was found in the records for l/n 028548. None of the non-conformances reported per npr 14-02-0025 were related to the alleged failure described in this complaint. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding difficult or inaccurate assembly to end effector as a failure of p/n 209360, l/n 028548. Four similar events for l/n 028548 were found (pr's 850935, 968867, 968895, and 969380). Conclusions: the restoris pst rio offset shell impactor (p/n 209360, l/n 028548) was evaluated visually upon receipt and the reported event was confirmed. There was visual evidence of the missing orientation pin that was once welded to the shaft. Weld remnants were seen in the area where the pin was once welded.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed during the case that the small rotation knob is broken off. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was noticed during the case that the small rotation knob is broken off. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.